Event description:
I received the free covid 19 antigen tests with an expiration date of 01/23/2024 with a note saying the expiration date had been extended. At this point, I have no confidence they are any good as when I went to the website there was no further information other than the extension. It makes me think they had these left over and just decided to send with the extension message.